Event description:
It was reported by service report that the bed extender cable connector was cracked and broken causing bed exit function unavailability. No pt involvement or adverse consequences are reported.